Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer stated that on the top of reservoir where the tubing come out was cracked and blood glucose was high. Customer went to emergency room but was able to give syringe bolus to down the blood glucose. Customer stated that detachment at where the tubing meet the p-cap. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.